Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation the stent remains inside the patient. There was no reported product deficiency. Angina and restenosis are known adverse events of coronary stenting listed in the xience v instructions for use (IFU). It was further reported that no pre-dilatation was performed. It should be noted that the IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, the direct stenting may have contributed to the reported patient effects occurring approximately twelve months after the index procedure. Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent direct stenting in the proximal right coronary artery (rca) with one 3.5 x 28 mm xience v stent. On (B)(6) 2011, the patient experienced chest pain radiating to the upper back and left arm. On (B)(6) 2011, the patient was seen in the emergency room and was found to have an elevated troponin level. On (B)(6) 2011, the patient had a diagnostic coronary angiogram that found severe in-stent restenosis in the index rca, 99% lesion distal to the stent, and 60 to 70% stenosis in the non-target mid left anterior descending artery. On (B)(6) 2011, the patient underwent a coronary artery bypass graft in the target lesion and a non-target lesion. The event resolved on (B)(6) 2011 upon discharge. There was no additional information provided.